Manufacturer narrative:
Investigation summary: bd received 11 photos for investigation. The photos were reviewed and show a complete package of tubes with all red caps except for one, which is yellow. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect color. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® serum blood collection tubes, the cap of one tube was a different color. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® serum blood collection tubes, the cap of one tube was a different color. No adverse impact was reported regarding the patient or user.